Event description:
It was reported that the handpiece was running when the trigger was not depressed. There was no pt involvement and there were no reports of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. According to the investigation results, the complaint could not be duplicated. There was some corrosion noted inside the device during testing. The motor, bearings and blade mount assemble were replaced and the device was returned to the account.